Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected short-to-shield on mpu. He reported a continuous loud alarm when black lead was connected to mpu. The patient reported some damage to the black power lead on his controller. Controller was exchanged in november for damage to a power lead on controller. There was a slight kinking of the black power lead off the controller where it goes into the bend relief at the connection to the pm/battery. Short-to-shield was not confirmed. Controller will be exchanged for damaged lead. The pins in the controller and on the mpu patient cable were inspected with no visible dust or damage. Patient was connected to his mobile power unit, and he had several "low voltage" alarms that registered on his pocket controller. It was agreed to exchange patient controller as the alarms were re-produced on the hospital mpu and it was therefore thought to be a controller issue. The patient was switched out to new controller while connected to ungrounded patient cable/power module. No alarms were reproduced and patient was asymptomatic with the momentary pump stop during controller exchange. Heartmate ii lvas is referenced in manufacturer report number #2916596-2020-01928.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the black power cable and alarms while connected to the mpu were confirmed via product testing. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis and a log file was sent for review as well as downloaded from the returned controller. A review of the log files showed overlapping events spanning 21 days (06mar2020 ¿ 27mar2020 per timestamp. There were no events related to the reported event active in the log file. Pump operation was not affected. Visual inspection of the system controller revealed a kink in the power cable near the bend relief and damage to the bend relief on the black power lead. The system controller underwent preliminary and functional testing. The system controller failed 2 continuity tests across the black and white power cables during functional testing due to slightly higher than expected measured resistances across the cables. The controller was connected to a test mobile power unit and the reported alarms on mpu power were reproduced when the black cable was manipulated. The power cables had inconsistent measured resistances during insulation testing but passed wire continuity testing. The power cables were stripped, and visible fluid ingress was observed on both power leads. There was also incidental finding of wire fatigue. On the black power lead, a cut on the yellow (alarm out) wire was found underneath the location of the damaged bend relief. The root cause of the observed damage could not be conclusively determined in this analysis; however, the root cause of the reported alarms while connected to the mpu were determined to be from damage to the ¿alarm out¿ wire on the black power cable. No further information was provided. The manufacturer is closing the file on this event.